Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics inc has been submitted. (B)(4): placeholder.

Event description:
We received a report concerning a patient who an intraocular lens (iol) explanted due to not being satisfied with the visual outcome. No patient injury was reported.

Manufacturer narrative:
Two halves of the lens were returned for investigation. The returned halves were inspected at 10x microscope magnification. The lens had surface residuals adhered to both side of optic body that were compatible with the explant process. Optical measurement: two halves of lens were joined for testing purpose. Optical inspection results showed that the lens diopter correspond to a 23.5 diopter lens, which met product specifications.(B)(4): placeholder.